Event description:
The peritoneal dialysis (pd) nurse at an inpatient facility reported that there was fluid leaking from the backside of the stay safe connection on the liberty dialysis cassette tubing. There was no reported pt ill effects.

Manufacturer narrative:
A clinical eval was performed. There was no reported impact to the pd pt. The sample was discarded and not returned to the MFR for physical eval. A review of the lot number was screened for sample companions to be evaluated. There was no product available from the lot to be analyzed. A batch record review was conducted for eval and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.